Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report.

Event description:
Healthcare professional reported a lap-band system with a leaking port and "eroded" tubing, first noticed when a band readjustment was attempted but no fluid could be withdrawn from the band. The port was removed and replaced.